Manufacturer narrative:
Additional information is being requested from the field.

Event description:
It was reported that this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data has not been sent in at this time. The device has not been implanted. No patient involvement.